Event description:
On (B)(6) 2020 - (B)(6) admitted to dou, patient is trach and vent dependent. At 0450 patient ventilator (pb840) started alarming. Patient ventilator displaying alarm message of " device failure" vent inop, bag mask ventilator started. Device replaced with new ventilator (pb840). FDA safety report ID# (B)(4).